Event description:
It was reported that the svo2 measurement value went down from 70% to 30% on the third day of use without calibration. Follow up indicated that the svo2 measurement value went down, and the device was not calibrated before use. Customer understood that the device should have been calibrated before use. Customer concerned if measurement value variance was catheter or monitor related. Follow up indicated that ther monitor was not reported and still remains in the hospital and no plans to return monitor for evaluation. Event occurred during postoperative management at ICU. Edwards vigilance I monitor was being used.

Manufacturer narrative:
Customer report was not confirmed. In vitro calibration was ok. Catheter passed attenuation and x-talk testing. There was no visible damage to catheter body.